Event description:
Device evaluation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus. The complaint of c pap control knobs not functioning and bottom case broken was confirmed. Cannot turn CPAP knob. On closer inspection, discovered that loose grub screws on the CPAP control spindle allowed the stop to, in turn, move out of place and get lodged in the function switch housing. This prevented the control spindle to move freely. Action was taken to replace the damage case and CPAP spindle. User of the interface caused the issue. Device had pm kit placed and passed all testing.

Manufacturer narrative:
Device evaluation: one pneupac ventilator pump was returned for investigation in used condition. The investigator noted that the bottom case bottom and front panel were damaged. The CPAP knob could not be turned. The investigator noted loose grub screws on the CPAP control spindle. The spindle got lodged in the function switch housing as a result. This was causing the reported product problem. This product problem resulted from impact to the device that was attributed to the end user. A user interface issue was established as the root cause.

Event description:
It was reported that the CPAP control knob on the pneupac ventilator was not functioning correctly. The bottom case also had a crack. No patient injury or complications were reported in relation to this event.